Manufacturer narrative:
Product not returned for eval.

Event description:
The pt reported he attempted to administer a bolus and noticed that the infusion device did not have any power. He stated that the infusion device did not provide any warning or alert to the power pack depleting. The pt removed the power pack and inserted a new power pack and the device worked correctly. The pt reported that he did not experience any blood glucose concerns. No medical attention was required. The pt disposed of the power pack and, therefore, does not have any product to return.